Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair due to a possible bluetooth malfunction. A bluetooth reset was performed, and the pairing was restored. Patient condition was stable.

Manufacturer narrative:
The reported event of inability to communicate viable was confirmed. It was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity. No other anomalies were found.